Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of greater than 125 ohms. Technical services (ts) was consulted, and lead integrity testing was recommended. At this time, the ICD and right ventricular (rv) lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of greater than 125 ohms. Technical services (ts) was consulted, and lead integrity testing was recommended. At this time, the ICD and right ventricular (rv) lead remain in service. To date, no additional information regarding this event has been received. Should additional follow-up information be provided in the future, a supplemental report will be issued.